Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 11/15/2014 the 3.0x15 mm and 2.5x15 mm xience xpedition stents were implanted in the 95% stenosis in the left anterior descending coronary artery. In (B)(6) 2016 the patient was admitted to the hospital for cardiac discomfort. The patient was treated medically for half a month and was then discharged from the hospital. The physician reported the relationship between cardiac discomfort and the xience stent or procedure was uncertain. No additional information was provided.